Event description:
There were no changes to pump parameters, patient condition, or anticoagulation status leading up to the event which could have contributed to the event. Therapy was discontinued (B)(6) 2026 and the patient passed away due to stroke. It was stated that the outcome was not device or therapy related. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a low flow situation at home and contacted the hospital. The patient was admitted to the hospital by emergency ambulance, and the site suspected thrombus formation inside the pump. Log files were downloaded for analysis. Thrombolysis began and the patient developed stroke under thrombolysis and radio-neurological intervention was performed.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy.manufacturer's investigation conclusion:review of the submitted log files confirmed a low flow alarm due to a sudden decrease in flow to 0 liters per minute (lpm). Although a specific cause for the low flow alarm could not be conclusively determined, the account suspected there was a thrombus formation inside of the pump; however, suspected thrombus could not be confirmed through this evaluation.the controller event log file contained events from (B)(6) 2026. A sudden decrease in pump flow to values as low as 0.0 lpm was captured on (B)(6) 2026, resulting in a continuous low flow hazard alarm. No other notable events or alarms were captured, and the pump appeared to function at the fixed speed without issue despite the observed decrease in flow.the patient remained ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), until they ultimately expired due to a stroke. It was reported that the patient¿s outcome was not considered to be device or therapy related, and the pump was not explanted for evaluation.the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.the current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. B are currently available.section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, stroke, and death, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow.section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow.section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow.section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications.section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs.no further information was provided. The manufacturer is closing the file on this event.